Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was noisy due to a poor video connector contact. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the visera elite video system center had a loose connector and the device could not be locked tightly. Upon inspection of the customer¿s returned device it was observed, the image was noisy when shaking the video cable connectors. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the image quality noise was when the cable was swayed causing a contact failure of cable and the video connector. Olympus will continue to monitor field performance for this device.